Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations. The consultant suggested some programming options which the caller performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the atrial channel. Additionally, the caller identified stored atrial tachycardia response (atr) events due to noise and oversensing. No adverse patient effects were reported.